Event description:
It was reported that this left ventricular (lv) lead exhibited a high out-of-range pacing impedance measurement triggering a lead safety switch (lss) to unipolar on the cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) was consulted and advised a few months post implant the device triggered an lss for an impedance measurement greater than 2,000 ohms. Recently, the lv impedance increased again and a lss was triggered. Review of the presenting electrogram (egm) shows noise consistent with myopotentials and is not unexpected with the unipolar configuration. The stored electrograms (egms) show no noise observed. The most recent threshold measurement was 2.1v (volts) at 1.0ms (milliseconds). Ts provided troubleshooting and device optimization recommendations. At this time, the device and lead remain in service. No adverse patient effects were reported.